Manufacturer narrative:
The iab was returned with the membrane completely unfolded with the one-way valve attached. No blood was visible on the iab catheter. The guide wire was also returned. The guide wire was found to have two kinks near the middle and distal end of the wire. Due to the guide wire returned condition it could not be used for testing. No kinks were detected on the iab catheter. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy when the guidewire was inserted in the femoral artery, the physician tried to advance the iab over the wire guide. When the first attempt was unsuccessful, the customer removed the iab, wiped the wire guide and the iab and tried again, but still couldn't advance the iab. After trying to insert the iab for some time, the iab kinked, and the customer used another guidewire and iab. The indication for use was cardiogenic shock. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy when the guidewire was inserted in the femoral artery, the physician tried to advance the iab over the wire guide. When the first attempt was unsuccessful, the customer removed the iab, wiped the wire guide and the iab and tried again, but still couldn't advance the iab. After trying to insert the iab for some time, the iab kinked, and the customer used another guidewire and iab. The indication for use was cardiogenic shock. There was no reported injury to the patient.